Event description:
Reporter noted poor or no aspiration in I/a mode; received error message. Changed cassette and machine to complete case. Patient outcome was good. Cancelled two other cases. Later discovered a broken nozzle caused decreased suction, but sample was not returned for evaluation.

Manufacturer narrative:
Determination of root cause: assessment: a company service rep checked system; could not duplicate performance problem reported. Conclusion: since customer did not save broken component, root cause could not be confirmed.